Manufacturer narrative:
Device evaluated by MFR: the shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 23.2cm distal of the strain relief. There was contrast in the inflation lumen, and blood in the guidewire lumen. The balloon was tightly folded. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a shaft break occurred. The 75% stenosed target lesion was located in the moderately calcified and moderately tortuous right coronary artery (rca). A 3.00mm x 20mm maverick was advanced but a break in the medial shaft, at about 15cm from the hub, was noticed. The shaft break occurred during dilation, while attempting cross the lesion, and inside the patient. The device was removed without a problem and the procedure was completed with another of the same device. No patient complications were reported and the patient status was fine.

Event description:
It was reported that a shaft break occurred. The 75% stenosed target lesion was located in the moderately calcified and moderately tortuous right coronary artery (rca). A 3.00mm x 20mm maverick was advanced but a break in the medial shaft, at about 15cm from the hub, was noticed. The shaft break occurred during dilation, while attempting cross the lesion, and inside the patient. The device was removed without a problem and the procedure was completed with another of the same device. No patient complications were reported and the patient status was fine.